Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. One of the home patient's (hp) bags fell off and disconnected. The technical service representative (tsr) explained the alarm and had the hp cycle power twice to clear it. The tsr then explained that the hp would need to start over with new supplies or finish with manual supplies. The hp wants to finish with manual supplies. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened. No patient injury or medical intervention was indicated at the time of the initial report.